Event description:
Related MFR # 2916596-2023-06219 it was reported that during a clinical visit on (B)(6) 2023 the patient's controller clock was found to be not set. The patient insisted they had not exchanged their controller, but this and a pump stop cannot be ruled out. The patient's controller clock was fine during their last hospitalization. A review of the log file and periodic log revealed controller clock corrupt (f49) clock invalid alarms all throughout the log. The clock was resynced on (B)(6) 2023 at 14:11. Otherwise, the log file captured routine events, and there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
All available information for conducting this event was collected and no follow-up attempts will be performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported event of the controller clock not being set which is addressed under the system controller investigation, MFR #: 2916596-2023-06219. A specific cause of this finding could not be conclusively determined through this evaluation. The controller event log file captured a controller clock corrupt alarm from the beginning of the file until the clock was reset to the correct date and time on (B)(6) 2023. The onset of this alarm was not captured in the file. No notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C, and the patient handbook, rev. D, are currently available. The IFU and patient handbook outline all system controller alarms, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.